Event description:
It was reported by service report that the brakes do not always set to on. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result (B)(4) steer cable, (B)(4) brake rod.